Event description:
The reporter states that she obtained a 172 mg/dl and 578 mg/dl blood glucose result on the accu-chek compact plus system. The reporter states that she obtained an additional comparison with results 172 mg/dl and 385 mg/dl on accu-chek compact plus system. On both occasions, test results were obtained within 10 minutes. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.